Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown vertebral body replacement - mesh/ unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between june 30, 2004 to december 31, 2007. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hrabálek l., bucil j., vaverka m., houdek m., (2010) thoracolumbar disc injury - indication for anterior disc replacement using magnetic resonance imaging,ceska a slovenska neurologie a neurochirurgie , volume 73/ 106(3), pages 238-244, (czech republic). This prospective randomized comparative study aims to find statistically significant different results and thus demonstrate whether the findings obtained in magnetic resonance imaging can be used to indicate anterior disc replacement. From june 30, 2004 to december 31, 2007. A total of 83 patients (55 males and 28 females) aged 16-77 years (mean age 48.36 years) with injury of one vertebra of the thoracolumbar junction (th11-l2) and without damage to nerve structures (frankel e) were included in the study. The patients were divided into three subgroups according to treatment modality. Group 1: group included 42 patients 1 operated on by a posterior transpedicular fixation (tp fixation) using a competitors device with transpedicular replacement of vertebral body bone tissue - spongioplasty using bioactive material (chronos, synthes, USA). Group 2: contained 28 patients treated with combined stabilization tp fixation and in the second period by anterior replacement disc replacement using a titanium spacer by syncage (synthes, USA) or a harms mesh (johnson and johnson, USA) and anterior vertebral body replacement using a titanium expandable synex (synthes, USA) or a harms mesh filled with autologous bone was used. Group 3: had 13 patients solved by anterior replacements or vertebral body only with anterior splint fixation using a competitors device or tslp (synthes, USA).the follow-up period was 18 months. The following complications were reported as follows: after 18 months, evaluation was done of vas (visual analogue scale) at rest and after a natural workload of the patient, the degree of pain (pain scale, scheme 2) a case of a (B)(6) year old male had a pain score of 3. (Group 2). A case of a (B)(6) year old female had a pain score of 3. (Group 2). A case of a (B)(6) year old male had a pain score of 3. (Group 2). A case of a (B)(6) year old male had a pain score of 4. (Group 2). A case of a (B)(6) year old female had a pain score of 4. (Group 2). This report is for an unknown depuy spine harms mesh . This report is for one (1) unknown vertebral body replacement - mesh. This is report 4 of 5 for (B)(4).